Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Customer changed the cartridge to resolve the issue. Customer¿s blood glucose level ranged from108-127 mg/dl. In addition, it was reported that an occlusion alarm occurred. Prior to the reported with tandem technical support, the customer cleared the alarm and resumed insulin delivery, therefore, no troubleshooting could be performed to identify a root cause.